Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
A patient reported experiencing the events of ¿right breast felt soft and looked ugly and also felt a lump¿. An ultrasound and then an MRI scan showed ¿right implant has ruptured¿ device has been explanted.

Event description:
A patient reported experiencing the events of ¿right breast felt soft and looked ugly and also felt a lump¿. An ultrasound and then an MRI scan showed ¿right implant has ruptured¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported experiencing the events of ¿right breast felt soft and looked ugly and also felt a lump¿. An ultrasound and then an MRI scan showed ¿right implant has ruptured¿ the device remains implanted.